Event description:
It was reported that the 2800 system had the collimator close down during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was adjusted. The system interface board, single board computer, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.